Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026, there was a pacemaker replacement with the eno dr (B)(6) while the physician was unscrewing the ventricular lead, he discovered that the patient was pacing dependent. The screwing system seems to work properly. Nevertheless, the setscrew does not seem to be screwed. The lead is not maintained by the screw. Several attempts were performed and the patient underwent a cardiac arrest. The physician has connected again the previous pacemaker and no patient consequence. The physician did not see a screw inside the connector.

Event description:
Reportedly, on (B)(6) 2026, there was a pacemaker replacement with the eno dr (B)(6). While the physician was unscrewing the ventricular lead, he discovered that the patient was pacing dependent. The screwing system seems to work properly. Nevertheless, the setscrew does not seem to be screwed. The lead is not maintained by the screw. Several attempts were performed and the patient underwent a cardiac arrest. The physician has connected again the previous pacemaker and no patient consequence. The physician did not see a screw inside the connector.

Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrew cavity was found damaged with the presence of a piece of ventricular silicone cap inside the cavity. - metallic residues were found on the back of the ventricular silicone cap. - a correct tightening mark was noticed on the atrial and ventricular setscrew tips. - nevertheless, damages were observed on the ventricular setscrew tip. - the most likely hypothesis is that too much strength was applied with the screwdriver, especially on the ventricular connector, leading to damages on the hexagonal cavity and the setscrew tip, explaining the misconnection observed and the reason why the lead was not well maintained. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.